Event description:
It was reported by service report that both power cords had cuts in the outer sheathing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged power cords outer sheathing.